Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the log file was provided. Review of log file observed multiple "defib charge timeout fail" and "defib charging error" messages. These failures were due to insufficient battery voltage. Per x-series operators guide, guidelines for maintaining peak battery performance, "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days." Without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 70-year-old male patient, the device delivered three shocks to the patient. However, the device took an extended time to charge energy and displayed a "defib charge timeout" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.